Manufacturer narrative:
It was reported that during a coil embolization of a splenic artery aneurysm with placement of a total of 35 coils, three 8x24 trufill dcs orbit rdfl complex standard coils ((B)(4)) and a 12x30 orbit complex standard ((B)(4)) could not be advanced all the way through the prowler select lpes microcatheter ((B)(4)). The delivery tube of the 12x30 orbit coil broke with attempt to forcefully advance the device. The coil systems were all removed from the patient with the coils still attached and without patient injury. Additionally a 16x30 orbit complex standard coil ((B)(4)) could not be detached. The device was removed as a unit from the patient with the microcatheter. The physician reported that contrast agent was introduced into the microcatheter because the angiography catheter was kinked during the procedure and that might have caused the coils to become stuck in the microcatheter. There is no information regarding what angiography catheter was used. Approach was made from the right femoral artery. The vessel was not calcified and not tortuous. After placement of nine coils, when an 8x24 trufill orbit rdfl complex standard ((B)(4)) was advanced it became stuck in the prowler select lpes. The coil was removed from the microcatheter and after flushing was conducted, the same coil was advanced again; however, it became stuck again. After that, the same thing happened with attempt to advance two other orbit coils with the same product code & lot number as the first. These were removed and changed to other coils. There were no damages noted to the delivery systems. Then a 12x30 trufill orbit complex standard ((B)(4)) was advanced and stuck in the microcatheter. As the coil was attempted to be advanced forcedly, the delivery tube broke. The device was removed from the patient and changed to another new coil. Following this, a 16x30 orbit complex standard coil ((B)(4)) could not be detached despite pressurizing to the green zone and then using the alternative detachment method. It is not known how many coils had been detached with the syringe prior to this. The trufill dcs syringe was then changed to another trufill dcs syringe, but the coil still could not be detached. Both syringes were used successfully with other coils. Prior to the failure to detached, the syringe was not taking past the green zone, position 3. The coil was successfully removed with the microcatheter as a unit. The procedure was successfully completed using other coils (details unknown) without any patient injury. A non-sterile trufill dcs was received in tangled condition inside a plastic bag. The hypotube was inspected and it was found broken. The introducer was received separate for the device. Support coil, gripper and embolic coil (distal delivery system) were not received for the evaluation. The od from the delivery tube was measured and was found within specification. The hypotube was inspected under microscope and was observed in final part (broken section), that the hypotube apparently was kinked before it broke. Functional testing for coil detachment could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach could not be evaluated due to the broken condition of the returned device. Because the broken/separated condition of the returned delivery tube would have been apparent to the user and it was reported that there were no damages to the system after removal from the patient, it can be concluded that the device broke during post procedural handling. Based on the analysis, it appears that the delivery wire had been kinked prior to the separation. It is possible that procedural kinking of the device may have contributed to the inability to detach the coil. Additionally, inspections are in place and the records indicated that the product met specification prior to shipment. Therefore no corrective or preventive actions will be taken at this time. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00334, 1058196-2010-00335, & 1058196-2010-00336.

Manufacturer narrative:
The procedure was completed using other coils (details unknown) successfully without any patient injury. The doctor's commented that contrast agent was introduced into the microcatheter because the angiography catheter was kinked during the procedure. That might have caused the coils stuck in the microcatheter. The lot number for the microcatheter was unknown. The syringes were able to be use with other products. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, at any time, and the red zone was not exceed prior to the failure to detached. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on either syringe. A constant and dedicated saline source was utilized at all time through the microcatheter, and the microcatheter was flushed after each coil was removed. After the all coils were removed, no damages were noticed on the delivery systems or coils, and all the coils remained attached to the delivery systems. This one of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00334, 1058196-2010-00335, and 1058196-2010-00336. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for an aneurysm of splenic artery that was not calcified or tortuous. Approach was made from right femoral artery. A total 35 coils were used for the procedure. After 9 coils were placed in the target lesion, the first orbit rdfl complex standard coil (638cs0824) was advanced in the select lp-es 150/5 cm 90 shape (mc) microcatheter (606s155mx). While the coil was advanced, it was stuck in the microcatheter. After the coil was once removed from the microcatheter and flushing was conducted, the coil was advanced in the mc again, but it was stuck. After that, two orbit rdfl complex standard coil (638cs0824-same catalog and lot as the first product for a total of 3) were used and stuck continuously in microcatheter, and removed and changed to other coil. Then, the orbit complex std 12x30 coil (637cs1230, complaint product 2) was advanced in the microcatheter and stuck in the microcatheter. As the coil was tried to be delivered in the microcatheter forcedly, the delivery tube broke. The coil was removed from the patient and changed to other new coil. After that, the orbit complex std 12x30 coil (637cs1630, complaint product 3) was used for the procedure. When detachment was attempted, the coil could not be detached at green zone and even by alternative detachment. Although the syringe was changed to a new dcs syringe (detail unknown), but the coil still could not be detached. The coil was successfully removed with the microcatheter as a unit.